Event description:
A pt received a 1st-2nd degree burn. Nurse noticed pus from underneath the probe cover. Upon removal, there was a rectangular burn in the shape of the probe cover measuring 2.5cm x 3.0cm on right side of back.